Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reportedly, the suture captured the back or posterior wall of the vessel. This may occur if the operator punctures the back wall of the artery, allowing the device to travel completely through both the anterior and back walls of the artery. When the foot/lever is deployed and the plunger/needles depressed to capture the cuffs and retrieve the suture, the suture will have captured the back wall of the artery. The proglide instructions for use state under arterial site and puncture considerations section to puncture the anterior wall of the common femoral artery at an angle of approximately 45 degrees. Avoid side wall or posterior wall femoral artery punctures. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional carotid procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, an hour after arteriotomy closure, the patient did not have any measurable pulses of the limb. An emergent angiogram revealed the proglide suture captured the posterior wall of the vessel. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Hospitalization was not extended due to the reported experience. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.